Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an ankle arthroscopy procedure, as the surgeon was halfway through inserting the screw that's included in the internal brace ligament repair kit, ar-1678-cp, the screw broke in half. The bone quality was not hard. The broken piece of the screw was unable to be retrieved and was left in the patient.